Event description:
Customer reports that "during a right foot surgery (bone graft) the instrument broke in two pieces causing laceration. Pt required a couple of sutures and was okay after surgery. No significant delay in surgery verified". Additional info from the user facility report: in 2009, during basketball practice, the pt refractured the lateral and interior cortex of the right foot. During the right metatarsal bone graft procedure, the freer elevator broke into two pieces. The instrument slipped off the bone and caused two small lacerations to the skin on the right lateral ankle (1/8 - 1/4 inch in size). The lacerations were sutured, and the pt was taken to the recovery room in good condition.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. One side of the shaft was broken off approximately 3/4 inch from the tip. The fractured surface of the device revealed evidence of corrosion. This type of fracture/breakage typically occurs due to use/wear over a prolonged period of time (this instrument is approximately 9 years old and out of warranty). It could also occur when there has been a small crack in the material brought about by either overly aggressive use/abuse of the instrument or through a manufacturing error in the original setting or bending of the instrument. Subsequent corrosion and stressing of the cracked site appears to have brought about the failure noted. It is not possible to determine how the original crack was formed. This appears to be occurring within expected limits for this type of problem. Based on the results of this investigation, no further action is needed as a result. This is the first complaint of this type for this product, therefore; it is considered to be an isolated incident. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Additional info from the user facility report: pt: male. Codman freer elevator, device available for eval: date user facility or importer became aware of event: 2009. Date of this report: 09/23/09. Report sent to FDA? No. Report sent to MFR? Yes. 09/23/09.